Event description:
The following info was reported: per staff, post procedure without visible pvd the balloon ruptured and pulled through the arteriotomy. Manual pressure was held for 15 minutes, no hematoma was noted. Pt stable and discharged post procedure as planned. Stick location: common femoral at femoral head. Vessel size: 5-7 mm. Procedure: coronary.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.